Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply assembly was evaluated and identified as requiring replacement. The customer was to complete the repair themselves. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.